Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the plastic cannula had been fractured at approximately 10 mm from the distal end of the device. According to the specifications of this device, the total length should be approximately 53mm. From this, it can be determined that there is no segment missing from the actual device. Magnifying inspection of the fracture cross sections found some portions on both fracture ends to be elongated. The cut cross sections were inspected under electron microscope. Some abrasions were found on the segment adjacent to the fracture ends. The fracture cross sections were in a smooth state. The actual device was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross section verified the wall thickness was uniform with no deformed shape of the lumen. Simulation testing was conducted. A test sample from the reported product was prepared. It was given a nick from the outside with a scalpel. Subsequently, the sample was subjected to a pulling force with the distal end of the tube being pinched with the fingers. It became fractured at the segment damaged beforehand. With the generation of smooth surface and elongation on the fracture, the state of the fracture cross section very similar to that on the actual sample was duplicated on the test sample. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint record found one other report from the same user facility with the involved product/lot number combination. See MDR number 9681834-2017-00121. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device came into contact with a sharp object, such as a scalpel, and became nicked causing deterioration to the product tensile. Subsequently, when the actual device was subjected to a pulling force during withdrawal, it became fractured into two pieces resulting in the reported event. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported device separation during a procedure. Follow up communication with the user facility confirmed the following information: when the plastic cannula enclosed in the kit was pulled out of the vessel it became fractured into two pieces. The customer did not notice anything strange during the procedure. The fractured distal piece was removed from the patient surgically. The patient recovered from the reported serious injury.